Event description:
A customer reported receiving an error message with the adc device and as a result, the customer became hypoglycemic and experienced trembling hands, and lost consciousness. The customer had contact with a healthcare professional who administered glucose intravenously for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The available tripped trend reports were reviewed for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer ((B)(6) ) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A customer reported receiving an error message with the adc device and as a result, the customer became hypoglycemic and experienced trembling hands, and lost consciousness. The customer had contact with a healthcare professional who administered glucose intravenously for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6). Has been returned and investigated. Visual inspection has been performed and no issues were observed. Attempted to turn on the reader with no response. De-cased the reader and performed visual inspection of the printed circuit board assembly (pcba) and observed liquid contamination. Therefore, issue is not confirmed due to use. A DHR (device history review) for the fs libre reader was reviewed and the DHR showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted. Additional information: in section d4 - updated serial number per returned product

Event description:
A customer reported receiving an error message with the adc device and as a result, the customer became hypoglycemic and experienced trembling hands, and lost consciousness. The customer had contact with a healthcare professional who administered glucose intravenously for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.